Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed keypad is lifted. All buttons are responsive. The keypad cover was removed and contamination was observed around all contacts. A battery compartment crack was found under grip pad. The display screen is dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment, a dim, pink display and contamination under all contacts. This report is made based on results of investigation completed on (B)(6) 2015.